Event description:
Event description guidant received information that the patch portion of these chronic epicardial implantable patch leads was crinkled and folded over on itself. Additional information was received that impedance measurements had risen but were not out of range. Guidant received additional inforamtion that this lead system exhibited a > 120 ohm shocking impedance measurement.

Manufacturer narrative:
Defibrillation threshold (dft) testing was successfully completed in order to ensure the patch leads were functioning correctly. These leads remain implanted. No second procedure was necessary to correct the wrinkling and folding. Guidant's technical services discussed the possibility of a connection or primary lead issue. Boston scientific received information that a health care professional (hcp) contacted boston scientific's technical services in (B)(6) 2018. The hcp reported that the device was generating beeping tones. The technical service's consultant reviewed data from the patient's latitude monitoring system which showed that the patient had performed a patient initiated interrogation. There were no recent alerts. The most recent red alert occurred on (B)(6) which was dismissed by the clinic on (B)(6). The patient has not been seen in-clinic since (B)(6) at which time the shock impedance limit was set to 150 ohms. A review of lead trend data shows that the impedance was greater than 200 ohms from (B)(6) through (B)(6). Subsequent impedance measurements were in the 70-72 ohm range. There have been no recent out-of-range measurements. The technical service's consultant explained that device beeping on (B)(6) would occur because the device was not interrogated with a programmer since september. The technical service's consultant suggested reprogramming to coil-to-coil instead of a triad configuration.

Event description:
Guidant received information in 2004 that the patch portion of these chronic epicardial implantable patch leads was crinkled and folded over on itself. Additional information was received that impedance measurements had risen but were not out of range. Guidant received additional information that this lead system exhibited a greater than 120 ohm shocking impedance measurement.